Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used to treat a stomach bleed during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clip opened into a "t" shape, dislodged from the device and fell into the patient's stomach. The clip was retrieved using a foreign body grasper. While retrieving the clip, the patient's esophagus was scraped. The procedure was aborted after retrieving the clip, to prevent any further injury to the patient. The patient was brought back to surgery the following day to stop bleeding both in the patient's stomach and in the esophagus, which resulted from retrieval of the clip. An olympus heater probe was used to cauterize and stop both bleeds. Due to the amount of blood loss from the stomach bleed, the patient was given replacement blood and kept in the hospital overnight. It was reported that the patient is still losing blood. However, this is not due to the scrape in the patient's esophagus. The source of the bleeding has not been determined. The patient will be re-scoped at another time.